Event description:
During evar on a male in 2008, access was on the left side for contralateral limb placement. The patient's anatomy was only slightly calcified but very tortuous. After getting the iliac leg graft in place, while trying to deploy, the valve came completely off the sheath. The entire delivery system was removed and then reintervention was done with another limb successfully. There was no patient injury.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. No product was received to assist in this investigation. Without the actually device we are unable to determine the exact cause of the separation of the device. However, we have notified the appropriate individuals and we will continue to monitor for similar events.